Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. During troubleshooting, fse found that hdd was malfunctioning due to an error in the device's main control pc (host pc). Fse replaced hdd of the host pc and performed data recovery (ghost backup/epx). After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the hard disk drive of the host pc. The device was returned to expected functionality.